Manufacturer narrative:
Event date is an estimation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing heating at the battery site. As a result, the patient had a pocket revision on (B)(6) 2019, which resolve the issue.